Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was damaged on the front and the right prong of top ethernet port of the rear cab brkt panel assy was bent. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-stage cover was damaged from the gantry not sitting on the docking holes. No patient present.